Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of seizures and thrombosis are listed in the rx acculink instruction for use as known patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The viatrac device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery. On (B)(6) 2018, a 4x20x135mm viatrac plus balloon catheter was being used for pre-dilatation; however, the balloon ruptured during first inflation at 4 atmospheres. A 7-10x40mm acculink stent was implanted and the procedure was completed successfully with the patient being given plavix post-procedure. The patient had a seizure overnight and a computerized tomographic angiography confirmed thrombosis in the acculink stent. The patient is in stable condition and is going back to the cath lab on (B)(6) 2018 to have a covered stent implanted to treat the thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4).